Event description:
It was reported that the right ventricular (rv) lead was exhibiting high out of range shock impedance measurement, measuring greater than 126 ohms. There had been a gradual increase over the past year. Data analysis was performed, and boston scientific technical services confirmed the gradual increase in shock impedance along with increased threshold. The pacing impedance had also increased but remained within normal limits. The plan is to continue monitoring this patient and possibly have the patient followed up in-clinic in a month. No adverse patient effects were reported. This rv lead remains in-service. Additional information was received that the health care professional (hcp) reviewed the rv lead and noted during implant the patient received multiple defibrillation threshold (dft) test inductions. In 2012 and 2013 this patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial arrhythmia. It appeared to be a supraventricular tachycardia (svt) for both events. There has been no history of shock therapy since. The shock lead impedance measurements show a gradual increase starting in mid-year of 2021 and has plateaued with the current measurement at 120 ohms. Technical services (ts) was consulted and provided troubleshooting, programming recommendations, and to consider a possible lead revision during the routine ICD replacement. At this time, the rv lead and ICD remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high out of range shock impedance measurement, measuring greater than 126 ohms. There had been a gradual increase over the past year. Data analysis was performed, and boston scientific technical services confirmed the gradual increase in shock impedance along with increased threshold. The pacing impedance had also increased but remained within normal limits. The plan is to continue monitoring this patient and possibly have the patient followed up in-clinic in a month. No adverse patient effects were reported. This rv lead remains in-service. Additional information was received that the health care professional (hcp) reviewed the rv lead and noted during implant the patient received multiple defibrillation threshold (dft) test inductions. In 2012 and 2013 this patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial arrhythmia. It appeared to be a supraventricular tachycardia (svt) for both events. There has been no history of shock therapy since. The shock lead impedance measurements show a gradual increase starting in mid-year of 2021 and has plateaued with the current measurement at 120 ohms. Technical services (ts) was consulted and provided troubleshooting, programming recommendations, and to consider a possible lead revision during the routine ICD replacement. At this time, the rv lead and ICD remain in service. No additional adverse patient effects were reported. Additional information received advised the physician advised the patient potentially does not have an indication for their ICD any longer due to the patient's medical needs have changed since at the time of implant. The patient will be seen in-clinic and discuss turning off the ICD. At this time, the ICD the rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high out of range shock impedance measurement, measuring greater than 126 ohms. There had been a gradual increase over the past year. Data analysis was performed, and boston scientific technical services confirmed the gradual increase in shock impedance along with increased threshold. The pacing impedance had also increased but remained within normal limits. The plan is to continue monitoring this patient and possibly have the patient followed up in-clinic in a month. No adverse patient effects were reported. This rv lead remains in-service. Additional information was received that the health care professional (hcp) reviewed the rv lead and noted during implant the patient received multiple defibrillation threshold (dft) test inductions. In 2012 and 2013, this patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial arrhythmia. It appeared to be a supraventricular tachycardia (svt) for both events. There has been no history of shock therapy since. The shock lead impedance measurements show a gradual increase starting in (B)(6) 2021 and has plateaued with the current measurement at 120 ohms. Technical services (ts) was consulted and provided troubleshooting, programming recommendations, and to consider a possible lead revision during the routine ICD replacement. At this time, the rv lead and ICD remain in service. No additional adverse patient effects were reported. Additional information received advised the physician advised the patient potentially does not have an indication for their ICD any longer due to the patient's medical needs have changed since at the time of implant. The patient will be seen in-clinic and discuss turning off the ICD. At this time, the ICD the rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.